Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat the left atrial appendage. Sizing was done using transesophageal echocardiogram (tee). The laa anatomy was shallow with an anterior chicken wing shape. Fluid in the transverse sinus was noted on tee. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was 325 seconds. During the procedure the occluder was re-captured twice. The occluder was implanted. Later that night the patient developed shortness of breath. Transthoracic echocardiogram (tte) showed a pericardial effusion, which led to a cardiac tamponade. A pericardiocentesis was performed and 250ml of liquid was removed. The patient status was stable. The user believed the occluder caused the pericardial effusion.

Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade and dyspnea was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported cardiac tamponade and shortness of breath were cascade events of pericardial effusion. The reported unexpected intervention is a case-specific circumstance as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 20mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath to treat the left atrial appendage. Sizing was done using transesophageal echocardiogram (tee). The laa anatomy was shallow with an anterior chicken wing shape. Fluid in the transverse sinus was noted on tee. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was 325 seconds. During the procedure the occluder was re-captured twice. The occluder was implanted. Later that night the patient developed shortness of breath. Transthoracic echocardiogram (tte) showed a pericardial effusion, which led to a cardiac tamponade. A pericardiocentesis was performed and 250ml of liquid was removed. The patient status was stable. The user believed the occluder caused the pericardial effusion.